Event description:
The customer reported to olympus, the colonoscope, dirty contacts were displayed repeatedly, although everything was actually clean. There was no patient involvement or procedure as the issue occurred during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: scope error e315 due to corrosion. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The plug unit was corroded. The device evaluation found scope e315 pertaining to an electrical continuity error due to water invasion in the scope connector. Additionally, the following findings were observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: the suction connector had discoloration and the plate unit was deformed. The micro connector unit in the scope connector had corrosion due to water leakage. The water detection sticker 1b had dots that were smudged and connected. The up/down knob was out of standards due to angle wire wear. The scope cover had a chip. The bending tube was deformed and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be damaged and the error message e315 was displayed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.